Event description:
During device preparation for an atrial fibrillation procedure, it was noted that the side port was not attached to the sheath. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The extension tubing had been torn and detached from the sideport of the hemostasis body. However, the extension tubing was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sideport tubing detachment remains unknown.